Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the device was explanted on (B)(6) 2017 and all devices were explanted. The reason for explant were the previously reported symptoms and it was unknown if the symptoms were resolved after the explant.

Manufacturer narrative:
Other applicable components are: product ID 977c165 serial# (B)(4) implanted: (B)(6) 2016: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. The patient complained of stimulation causing stomach and ribs pain as well as nausea and vomiting. No external factors were known that could contribute to these issues. No troubleshooting/diagnostics were performed. It was unknown whether any actions/interventions took place for the resolution of the issues. No further complications were reported/anticipated. Additional information was received from the manufacturer representative. It was reported that the device was explanted. No further details were provided. No further complications were reported/anticipated.